Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet and did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. It was later reported that the mpu was not exchanged or removed from service. The patient admitted to accidentally disconnecting both power sources when using the bathroom in the middle of the night.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. Data from the reported event date of 07aug2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 20:59:29, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that the power cord had a v-lock connector, the ac power cord did not come loose, there was no loss of power to the house, and the unit remains in use. They stated that they accidentally disconnected from power when they got up to go to the bathroom. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting from power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) coordinator sent log files for review. Tech services reviewed the log files and found loss of external power events while connected to the mobile power unit (mpu). Tech services also found low voltage hazard events as a result of the mpu losing power. The system controller did switch to emergency backup battery (ebb) when external power was lost. The mentioned events resolve when external power was restored. No additional system controller alarms or pump faults were found in the log files. It was later reported that the mpu was not going to be exchanged or removed from service, and that the patient admitted to accidentally disconnecting both power when using the bathroom in the middle of the night.